Event description:
I took a swab test for covid done by (B)(6) labs and it showed positive yet. I had one before 2 weeks prior and it was negative, I knew I didn't have it, it cost me a high paying job. I went to a dr office and got another; 3 days later it was negative, I then got a blood antibody test 4 days later it was negative. I got another swab test 9 days later and it was negative then another blood test and it too negative. I know I don't and did not have it or my blood would show something. I do think their tests are faulty or they are not using them properly. This happened to a few other people as well that had multiple tests after and before and none were positive but theirs. There is something wrong here. There maybe people that are positive they are saying as negative and negative that they are saying positive and people are losing their jobs over it. This test is wrong and it is very concerning that they are not doing this right or the tests are faulty; 5 other tests and the blood do not lie and say I am negative and have never had it. They are probably doing several wrong and what if people are testing negative and they are not, just like mine showed some positive but it is clearly wrong based on several other tests and exams including a CT scan of my lungs and organs all perfectly healthy and normal. FDA safety report ID# (B)(4).